Event description:
Pt revised for pain and instability.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting joint instability. The wear patterns on the product indicate preferential loading and internal rotation of the femoral component onto the tibial insert. A search of the complaint databases did not show any other reports against the mfg lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.